Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out-of-range (oor) pacing lead impedance greater than 2,000 ohms. The left ventricular (lv) lead had been in lv tip to ring and the field representative tried all other configurations involving tip and they were greater than 2,000 ohms. It was also noted that the sensing and threshold measurements had been good in lv tip to ring as well as in lv ring to rv coil. No noise was observed on this lead. This time, the patient is for close monitoring and the lv lead being programmed to lv ring to rv coil. Additional information was obtained indicating that the most likely source of the high pacing lead impedance is a tip conductor fracture. However, the exact location and the cause of the conductor fracture could not be identified. The lv lead remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.